Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed leaking from the dialyzer header and dripping onto venous header. Estimated blood loss was less than 200 ml. Pt had no adverse effects and no medical intervention was required. Pt completed treatment with a new dialyzer. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.